Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope adhesive protrudes into channel. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction: d4 - UDI number. Update: h4 - manufacturer date. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The subject device was shipped in accordance with specifications. Based on the results of the investigation, olympus could not specify the cause of the suggested event and could not conclusively specify the root cause. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): - inspect the instrument channel olympus will continue to monitor field performance for this device.